Event description:
A nursing technician reported after beginning a procedure, the system "locked". A new kit was opened and a new cassette was loaded into the system but did not fix the issue. Subsequently, 2 system messages were displayed and no functions were available. The field service engineer was called and the facility was advised to replace the footswitch. The footswitch was replaced with one from a different system and the procedure was completed. A delay of 40 minutes was reported. There was no pt impact reported. The facility reported the field service engineer had already performed the repair and that the equipment was working normally with its own footswitch.

Manufacturer narrative:
The company rep examined the system and found two microsponges impeding movement of the footswitch. The company rep removed the microsponges and the footswitch was able to function without issue. Preventive maintenance was performed. The system was then tested and met product specifications. No sample is returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).